Event description:
Same case as MFR report #: 2134265-2011-04258. It was reported that following a stenting treatment procedure, thrombosis and an mi occurred. The patient presented for an elective staged procedure. The target lesion was 48mm long and diffuse but had 85% stenosis in two areas and was located in the non tortuous and moderately calcified right coronary artery (rca). Pre-dilation was performed with a 2.5x15mm apex balloon followed with the placement of two overlapping ion stents (3.0x38mm, 3.0x20mm) in the rca. Post dilation was performed with a 3.25x20 nc quantum apex balloon. The stents appeared to be well positioned and well staged. The procedure went well and the patient was sent to his room. Within an hour the patient had mi symptoms and was brought back to the cath lab which revealed both stents were clotted with thrombosis. Treatment advanced a guide wire through the stents and used an aspiration catheter to remove the clot. Next the proximal portion of the 3.0x20 ion stent was ballooned. The patient did fine. At the beginning of the initial procedure the patient had received angiomax but then was to be switched to an affient pill, but when the patient left the procedure was nauseous and could not swallow the affient pill. Later the patient was able to swallow the affient pill. No further patient complications occurred and the patient status was stable.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).